Event description:
Customer reported the insulin pump was not responding to any button presses. Customer stated she attempted to bolus and noticed the device had a blank display. Customer's blood glucose was 238 mg/dl. The device did not have any physical damage. The device was not dropped or bumped. Customer was advised to insert a new battery and display returned but it went blank shortly. Device alarmed battery out limit. Customer used a (B)(4) battery. Battery compartment components were not missing, damage, or corroded. Customer was advised to clean contact and insert a new battery. Customer stated the display did not return. Performed a self test and device passed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.